Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown and thickening of capsule" the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported capsular contracture, baker grade unknown. The device has been explanted. This relates to the left device.

Event description:
Patient reported they presented with a "hard and lumpy" left breast and had a left side capsular contracture, baker grade iii. Healthcare professional reported the patient underwent a ultrasound which observed ¿thickening of capsule with no rupture¿. The device has been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.